Event description:
Device was used during a stomach resection. It was reported by the rep. Tht after removal of staples (cdh25) and correct fire cycle surgeon noticed that donuts proximal and distal were not complete. Inspection shows hole right lateral from anastomosis. This was closed by ax55b correctly after extra wound drainage. Wound was closed correctly. Surgeon thought that slight movement of operator checking operation caused shift anastomosis. There was no consequence to the pt.

Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was reloaded and fired. It fired and formed staples as designed around the entire staple ring with no difficulties noted. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.